Manufacturer narrative:
29-july-2025 product investigation result: complained product received - user handling was identified as root cause for the complaint.

Event description:
[Oral-b power oral care re-fills] brush broke off in mouth - no damage or pain associated [device breakage] , several [oral-b power care refills] in this package that are already cracked...defective brush head that cracked [device physical property issue] . Case narrative: consumer e-mail stated that brush head cracked, and a piece of the head broke out in his mouth. No injury was reported. Follow up (product investigation results) suspect product (oral-b refills) investigated. Cause of failure was identified as effect of force on the package which caused cracks on refill tubes. No manufacturing cause and no design issue identified based on investigation. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b power oral care re-fills] brush broke off in mouth - no damage or pain associated [device breakage] . Several [oral-b power care refills] in this package that are already cracked...defective brush head that cracked [device physical property issue] . Case narrative: consumer e-mail stated that brush head cracked, and a piece of the head broke out in his mouth. No injury was reported.